Manufacturer narrative:
The vega m58 is a similar to vega r58.

Event description:
It was reported that during an implant, while trying to reposition the lead, the helix got caught in the septum and they couldn't get it loose.